Event description:
It was reported that the bd safetyglide¿ needle pulled out of the hub and remained in the patient's arm after administering the flu vaccine. The following information was provided by the initial reporter: "narrative from staff: while attaching 25g x 1 bd safetyglide needle to single dose syringe did not see any safety issues with needle. Flu vaccine was administered with no issues, but when I tried to remove needle from patient's arm the needle came out of the plastic part that holds the needle remaining in patient's arm. I was able to safely and effectively grab the needle and remove it from the patient's arm."

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd safetyglide¿ needle pulled out of the hub and remained in the patient's arm after administering the flu vaccine. The following information was provided by the initial reporter: "narrative from staff: while attaching 25g x 1 bd safetyglide needle to single dose syringe did not see any safety issues with needle. Flu vaccine was administered with no issues, but when I tried to remove needle from patient's arm the needle came out of the plastic part that holds the needle remaining in patient's arm. I was able to safely and effectively grab the needle and remove it from the patient's arm.".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 17-nov-2022. One sample was provided to our quality team for investigation. A visual inspection was performed and no residues of epoxy were observed. It could be possible that a jam occurred at the cannulator inducing the lack or insufficient epoxy to hold the needle to the plastic hub. Verification of the cannulator was performed. The settings were correct and the flow of products was good. A device history record review was completed for provided lot number 1340735. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the sample analysis the symptom reported is confirmed. H3 other text : see h10.

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The initial reporter also notified the FDA on 26 sep 2022. Medwatch report # (B)(4).

Event description:
It was reported that the bd safetyglide¿ needle pulled out of the hub and remained in the patient's arm after administering the flu vaccine. The following information was provided by the initial reporter: "narrative from staff: while attaching 25g x 1 bd safetyglide needle to single dose syringe did not see any safety issues with needle. Flu vaccine was administered with no issues, but when I tried to remove needle from patient's arm the needle came out of the plastic part that holds the needle remaining in patient's arm. I was able to safely and effectively grab the needle and remove it from the patient's arm."